Event description:
Per information provided: (B)(6) 2016: patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1 and 2). Per op notes, ¿a direct inguinal hernia defect and inguinal floor revealed a fascial defect were identified and reduced. A perfix plug (device 1) was placed in the direct hernia defect and sutured. Perfix plug (device 2) was placed in the fascial defect and sutured. An onlay patch was trimmed and placed in the floor and sutured¿ . (B)(6) 2017: patient was diagnosed with recurrent right inguinal hernia thereby underwent repair with mesh revision. Per op notes, ¿two prior plugs (device 1 and 2) were noted. One in the internal ring and one on the inguinal floor. Thick scar tissue down to inguinal floor was excised. The scar perfused to prior mesh was noted. The prior mesh was migrated laterally and adherent to inguinal ligament and dissected free. The hernia defect was noted and reduced. The prior mesh was pull to the medial aspect and sutured to external oblique to repair the inguinal defect and sutured.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2016) is considered to be a best estimate. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.